Manufacturer narrative:
Device investigation narrative - one 3.5 twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the device could not confirm the reported complaint of anchor breakage. The anchor is intact. Each leg of suture has been knotted four times and the suture has been cut below the first knot. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4)

Event description:
It was reported the anchor broke. The broken pieces were removed. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.